Event description:
As reported, during use in patient with this foresight sensor, the sto2 value on the left brain was 54%, showing a drop of approximately 29% compared to the contralateral right side, which was considered correct at 75%. No error messages or alarms were displayed. To solve the issue, the sensor was exchanged with a new one. There was no reported mistreatment. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product has been received for analysis. An investigation will be performed in order to consider any potential factors that may have contributed to this complaint and a follow up report will be provided with the findings. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The foresight elite sensor was received by our product evaluation laboratory for a full examination. The report of issue with sto2 value was not able to be confirmed. No visible damage was observed from the sensor during visual observation. Sensor monitored sto2 on hemosphere monitor without any error message. Customer photo showed hemosphere monitor with two different values of sto2. Patient demographics unable to be obtained.